Event description:
It was reported, the cal res files for the existing receiver and transmitter were lost. The system would not boot to a usable state. There is no report of serious injury or death.

Manufacturer narrative:
A ge representative evaluated the system and replaced the transmitter and receiver cables. The system operates as intended.